Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the rf head was not able to interrogate a non-wireless device and failed uplink functional tests due to the cable being out of electrical specification. (B)(4).

Event description:
It was reported that on three occasions the programmer was not able to interrogate implantable heart devices. It was further noted that other programmers were able to successfully interrogate the devices. It was further determined through follow-up that the radiofrequency (rf) programmer head was unable to be ruled out as a possible source of the telemetry issue. The programmer and the rf head were returned for service. No patient complications have been reported as a result of this event.